Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure the base of the impactor broke off. No consequences or impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d10; g4; g7; h1; h2; h3; h6. Visual examination of the returned product identified the strike plate has fractured from the shaft. Device was submitted for further analysis. Analysis determined the features of this fracture surface and mode align with those reported in summary of failure analysis of shoulder impactor threaded strike-plates. The common failure mode for the shoulder impactors presented in this summary was a fast-brittle type tensile/bending overload failure of the strike plate¿s threaded section. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.